Event description:
It was reported that the subjected device had no image. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Not getting an image to their portable computer (pc) from the video system center (vse). When the fse took a look at the cabling, there was a cable missing from the vse to the pc, the cable was connected from the processor to the pc and everything was working properly. The vsc was tested by the customer and everything was working properly with no further issues. The subject device will not be sent back to olympus for further evaluation and repair. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a cable missing from the vse to the pc. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.